Event description:
When the surgeon was drilling into the femoral bone during the total knee replacement, the stainless steel quick drill pin broke. When the surgeon was attempting to remove the pin it broke off. The tip remained in the femur. The end that broke off and retained was approximately 25 mm long. The broken tip remained in the femur and was not retrievable.